Event description:
It was reported that during the pre-use check, the customer noticed the length of the breathing circuit on the inhalation end differed from that on the exhalation end. No patient injury. No additional information is available.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: three (3) pictures were attached, during the analysis conducted it could be observed a top view of two circuits breathing, the other two show each circuit comparing the length however tubes are not fully collapsed nor extended. One sample was returned for evaluation; the sample was received in used conditions without original package. The complaint returned unit was visually inspected under normal conditions of illumination to detect conditions that could cause the failure mode. The samples present marks of manipulation. Samples were fully extended and measured using a ruler. Both couple of tubes for each sample present variation, as well length is under the criteria established. Based on the analysis conducted in the sample provided, variation on length of tubes as failure mode was confirmed. The occurrence of this failure condition could be caused by during manufacturing process (undetected/missed during process). For corrective action an awareness complaint notification to the production personnel was conducted by quality engineer for the defect reported by the customer. The root cause was traced to manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).